Event description:
It was reported that during a laparoscopic cholecystectomy, the surgical assistant was holding the gallbladder using the forceps cev405 fenestrated 350mm johann (cev405), when one of the jaws became detached and fell into the patient's abdomen. The surgeon attempted to retrieve it laparoscopically but was unable to visualize it, so the operating room fluoroscopy unit was then used. Given the difficulty in locating the jaw, a radiology technician was called in to limit the patient's radiation exposure. The radiographer identified the jaw behind the liver. Despite multiple attempts to retrieve it laparoscopically, the surgeon decided to convert the procedure to an open laparotomy. A few minutes later, the jaw was successfully found behind the liver. There was no injury to the organs or the patient, but a surgical increase greater than 30 minutes was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.